Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the products had fenestration issues. It was reported that there were 6 custom trachs ordered with a modified fenestration position where in distance b requested 35 mm but they received products with fenestration distance b off 3 mm. Also, the fenestration of the cannula that was normally located above the balloon was rather at the other end, so closed to the skin of the patient. There was no reported patient outcome.